Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos), and the lead exhibited noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 2- ventricular nst=190 ms on (B)(6) 2012 at 17:57:42 and 17:57:44.